Event description:
It was reported that during a follow up in clinic, loss of capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.